Event description:
It was reported that after the patient was transported from a sister hospital, the staff attempted to plug in the fiber optic (f.o) cable to the cardiosave intra-aortic balloon pump (iabp) console but the unit was unable to establish a f.o signal or transduce arterial waveform. The iabp unit was switched to a cs300 and was able to establish an arterial waveform via transducer. Due to the patient¿s condition, extracorporeal membrane oxygenation (ECMO) therapy was also used. The iabp was used in semi-auto mode on ECG trigger. The original cardiosave unit was taken to the biomedical engineering department pending evaluation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp, as they perform their evaluations and repairs in-house. Several attempts have been made to the customer to obtain the repair and status of the iabp. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that after the patient was transported from a sister hospital, the staff attempted to plug in the fiber optic (f.o) cable to the cardiosave intra-aortic balloon pump (iabp) console but the unit was unable to establish a f.o signal or transduce arterial waveform. The iabp unit was switched to a cs300 and was able to establish an arterial waveform via transducer. Due to the patient¿s condition, extracorporeal membrane oxygenation (ECMO) therapy was also used. The iabp was used in semi-auto mode on ECG trigger. The original cardiosave unit was taken to the biomedical engineering department pending evaluation.